Event description:
It was reported that an exactamix 500 ml eva tpn bag had fiber like particles. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation with partially filled solution; photographs of the sample were also available for evaluation. Visual inspection of the actual sample along with magnification did not identify any abnormalities that could have contributed to the reported condition; no particulate matter could be observed in fluid pathway of the container. There was no observed issues with the connector or cap areas when the cap was removed. However, a visual inspection of the photographs identified small, white, polymeric-appearing particles. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.